Manufacturer narrative:
Correction: (B)(4). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
It was reported to abbott that the ¿replace generator, generator has reached end of its service." The patient met with their surgeon and have decided to hold off on their ipg replacement at this time due to financial reasons. Once the patient is ready to move forward, the rep will be made aware to update technical services. No further follow up is necessary at this time. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg had reached end of service. The patient may undergo surgical intervention to have their ipg replaced.